Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to a fracture. This lead also exhibited out of range high pacing impedance and loss of capture. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.